Event description:
It was reported that a patient began ilet therapy and then realized they had already administered a separate long-acting insulin injection that morning; the patient was advised to disconnect from the ilet for 24 hours due to the external basal insulin on board and confirmed they would do so, with no alerts or alarms reported. Symptoms included no adverse effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included customer care assessment and patient education on appropriate use when external insulin has been taken. Investigation of this case revealed user management of therapy with external insulin and appropriate guidance to temporarily discontinue ilet use to avoid overlapping basal insulin; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was use of external long-acting insulin necessitating temporary discontinuation of automated therapy and was not due to device failure.